Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop picture received which revealed the tube completely detached from the male luer. Samples received: the sample consist of (B)(4) unit from p/n 21-7391-24 and l/n 3869357 which visually inspected and confirmed event. It is believed to be caused by lack of solvent between the tube and male luer. , production personnel was trained on manufacturing procedure ?pm-413 rev. 106 ? Ay, admin set, check valve, asv? By quality engineer on 25/nov/2020 in order to reinforce proper bond assembly operation, emphasizing the general note that for solvent bonds the solvent container must be filled at maximum level at the beginning of shift and the middle of shift .

Event description:
Device evaluation in h 10.

Event description:
It was reported that the line snapped at the interface of the anti-syphon valve while using a smiths medical cadd admin set. No adverse patient effects were reported.